Event description:
Information was received indicating that during placement of a smiths medical portex® epidural posed difficulty. The epidural was reported to be placed at l2-3 location for a cesarean birth with no cerebral spinal fluid leak. The patient had complaints of a headache and stiff neck the following day. Subsequently, a dura mater breach was identified. The patient had a blood patch placed two days following initial placement of epidural; prolonging hospitalization. There were no further adverse patient effects reported.